Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and no audio output on (B)(6) 2014. On (B)(6) 2014, patient had low blood glucose levels and a seizure. Patient's continuous glucose monitor did not alert the patient and patient's wife called the paramedics. Paramedics arrived and took patient to the emergency room. Patient was released upon waking up. Patient tested the alert functionality and reported the alerts were not functioning correctly.